Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head felt wobbly around mouth / pin at the top seemed slightly more sticking out than the others/ turned it on and the pin fell out and the whole brush head came apart / broken part [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that she had been using a new oral-b power oral care refills precision clean for a few weeks and noticed it feeling very wobbly around her mouth; she explained that the pin at the top seemed to stick out slightly more than the others, but she couldn't see anything actually wrong with it. Then on (B)(6) 2016, she turned on her oral-b rechargeable toothbrush, version unknown and immediately the pin fell out and the whole brush head came apart. She included photos of the broken part. No symptoms developed.